Manufacturer narrative:
Clarification to b3 date of event: partial date october 2025. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture", and later reported "changed shape, flattened" and "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d6b, h6. Reason for reoperation: malposition.

Event description:
Healthcare professional later reported "the implant was flipped on itself." Device has been explanted and replaced.